Manufacturer narrative:
This report is being filed to provide additional information in e.1 and e.3 and corrected information in e.1. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in b.6. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Per the customer, the procedure was paused to change the vein. No alerts were generated. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Root cause: alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima system. Run data file analysis did not show a conclusive root cause for the leukoreduction failure reported for this collection. Analysis showed the operator made 11 ¿draw flow¿ down adjustments and 8 ¿return flow¿ down adjustments throughout the procedure with 4 of the ¿draw flow¿ down adjustments and 5 of the ¿return flow¿ down adjustments occurring within the last 10 minutes of the procedure. These late adjustments reduced the inlet flow, and therefore the flow through the lrs chamber. When the flow through the lrs chamber is greatly reduced, the risks of contamination of leukocytes (wbcs) can be increased. It is also possible, though not conclusive, the difference in the entered and actual donor platelet precounts may have contributed to this leukoreduction failure. With a lower than actual entered platelet precount, more blood volume is unnecessarily processed to meet the targeted platelet yield, possibly increasing the risks for wbc contamination. Based on the available information, it is possible though not conclusive, this failure may be donor related due to the donor¿s pre-wbc count exceeding the trima algorithm expected donor wbc count.